Event description:
Arterial line was placed on (B)(6) 2014 into arterial artery. Arterial line leaking and not reading correctly. When nurse went to dc line noted blood leaking from insertion site. Arterial line removed and noted to full 1 1/2" catheter was not intact. X-ray taken and notes: 3.5 cm linear foreign body in the lateral volar aspect of the left wrist, consistent with retained catheter fragment. Catheter not removed as of yet due to patient condition. Dates of use: (B)(6) 2014 - (B)(6) 2014.